Event description:
Philips received a complaint on the device efficia dfm100 indicating that device prompts to replace the battery. It is considered that the battery has expired. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by authorized service provider (asp) engineer. Authorized service provider (asp) engineer called customer. Customer confirmed they just want to order a new battery. The dfm100 prompts to replace the battery, no other problem of battery. The asp engineer provided a quote of the battery to customers. The customer can order the battery from asp if they want. There is no problem of the device and this is a non-complaint. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
This report is based on information provided by philips local service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator monitor indication that device prompts to replace the battery. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.